Event description:
It was reported that an unspecified quantity of homechoice cassettes had small cuts in the tubing. This was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: the device was manufactured at one of the following facilities: baxter healthcare - (B)(4). Baxter healthcare - (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.